Event description:
It was reported that during procedure, when the third coil (subject device) was advanced to the gastroduodenal artery aneurysm, the non-stryker microcatheter unexpectedly moved from the aneurysm. The physician attempted to reposition the coil several times; however the coil stretched and broke inside of the microcatheter. The coil and microcatheter were removed from the patient. The procedure was successfully completed without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that during procedure, when the third coil (subject device) was advanced to the gastroduodenal artery aneurysm, the non-stryker microcatheter unexpectedly moved from the aneurysm. The physician attempted to reposition the coil several times; however, the coil stretched and broke inside of the microcatheter. The coil and microcatheter were removed from the patient. The procedure was successfully completed without any clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.